Event description:
It was reported that during cvc insertion the fellow experienced some difficulty. After successfully inserting the guide wire it was discovered that the dilator was disfigured at the tip. There were no patient complications, injury or death.

Manufacturer narrative:
(B)(4).